Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with a 535cc mentor artoura plus, smooth, ultra high profile tissue expander on the right breast. Post-operatively, the patient suffered right breast implant deflation. As a result, the patient suffered breast implant removal surgery on (B)(6) 2024.

Manufacturer narrative:
On march 18, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On march 21, 2024, an analysis of the suspect medical device¿s video was completed. Investigation summary: upon visual evaluation of the video provided in the complaint, the tissue expander appears to have a tear between the union of the shell and bladder. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On may 3, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the artoura plus sm te uhp 535cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and a tear was noted between the bladder and shell. Microscopic examination was performed and the cause of the deflation could not be identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the issue reported were identified. After a review of the process controls, data records, visual analysis of the device, process controls, and the evaluation performed, the cause of the observed tear could not be confirmed as manufacturing related. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.